Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.,

Event description:
It was reported that the device will not hold a charge. The customer exchanged the internal battery, but the issue continues to persist. The device turns off immediately when unplugged from a/c. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was unable to power on when using ac or battery power. It was found that the solder at the j1 connector on the system board was damaged. No product performance issues related to the reported event were identified, based on the results of the investigation, the customer complaint could not be confirmed.